Event description:
It was reported that during a lead implant procedure there was placement difficulty as the lead could not be fixed in place. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.